Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 250-325 mg/dl. The customer switched to another tandem pump and a correction bolus was delivered to address the bg level. As the occlusion alarm had occurred in the past and the customer was no longer using that pump, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.